Event description:
The customer reported falsely elevated magnesium results while running on the architect c16000 processing module. The customer stated results were reported to the medical provider. On (B)(6) 2022, the customer provided additional patient information stating that 124 samples were reanalyzed and 62 out of the 124 needed to be corrected. The following data was provided: the sample ids ranged from (B)(6) to (B)(6) with the initial magnesium results ranging from 1.6 to 3.8 mmol/l. The repeat results ranged from 0.59 to 1.79 mmol/l. After reviewing the magnesium results in the attachment provided, 6 patient results generated falsely elevated magnesium results that met reportability criteria. The specific patient results were: sid (B)(6): initial result: 3.22 mmol/l, repeat result: 0.84 mmol/l, sid (B)(6): initial result: 2.69 mmol/l, repeat result: 0.87 mmol/l, sid (B)(6): initial result: 2.73 mmol/l, repeat result: 0.84 mmol/l, sid (B)(6): initial result: 3.44 mmol/l, repeat result: 0.74 mmol/l, sid (B)(6): initial result: 2.55 mmol/l, repeat result: 0.78 mmol/l, and sid (B)(6): initial result: 2.59 mmol/l, repeat result: 0.84 mmol/l. The approximate normal range is 0.66 to 1.07 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier = (B)(6). All available patient information is included. Additional patient details are not available. Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including replacement of the r2a and b probes, r1, r2 and cuvette wash pump seal tips, and dry tips however, the fsr was unable to identify a definitive part as the likely cause of the issue therefore, architect c16000 serial number (B)(6) was considered the likely cause. The instrument service history review revealed no additional erratic or discrepant patient results reported for magnesium results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for the complaint issue. A device history record was reviewed and did not identify any non-conformances or deviations for the architect c16000 related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect c16000 processing module, serial number (B)(6)

Event description:
The customer's normal range used for magnesium was 0.70 - 1.05 mmol/l.

Manufacturer narrative:
Updated section b5 - on (B)(6)2022, the customer provide their normal range used for magnesium was 0.70 - 1.05 mmol/l.

Event description:
On (B)(6) 2023, customer reported another patient sample generated falsely elevated magnesium results while running on the architect c16000 processing module. The following data was provided: sid (B)(6): initial result: 2.49 mmol/l, repeat results: 0.77 mmol/l (retested on two instruments). The approximate normal range is 0.66 to 1.07 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
A1 patient identifier: sid (B)(6) added (new patient information received (B)(6) 2023 all available patient information is included. Additional patient details are not available. Section b5 describe event or problem: additional patient results received (B)(6) 2023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.